Event description:
It was reported that a patient underwent a total hip procedure. Subsequently, approximately ten (10) days post-implantation, the liner dislocated from the implanted cup. After a failed reduction attempt, a girdlestone procedure was performed in which the liner, head, and stem were removed and the well-fixed cup remains implanted. The patient is not fit for additional surgery. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: g7 freedom const e1 lnr 36mm f: catalog#010000984, lot#7760095; g7 pps ltd acet shell 54f: catalog#010000664, lot#7791717. G2: foreign - event occurred in germany. H6: proposed component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.